Event description:
The consumer reported receiving 2nd degree burns from the heating pad. She reported laying on the heating pad at the time of the event, using the pad in this manner is contrary to proper use instruction.